Manufacturer narrative:
It is not known whether device is saline or silicone gel at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture/deflation.

Event description:
Healthcare professonal reported "rupture, MRI done". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening and a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture, MRI done". This record is for the left side. Device has been explanted and replaced.